Event description:
The complainant contacted the assigned leica field applications specialist- core histology (fss) by email and reported the following in relation to peloris ii rapid tissue processor serial number (B)(4): "unfortunately, the biopsy tissues in retort a were brittle and dry again today. The pathologist was not happy with the look of the tissue microscopically. The biopsy tissues in b were fine. Very much the same tissue types. I attached the screen pic that you requested. We changed out the other 3 wax chambers today. I will not load any tissue in retort a tonight I think that we may need an engineer to come out and inspect as suggested. I can utilize the retorts for different size tissues moving forward but I really do not believe that to be the problem. This problem just started and also we run the same program in both retorts." On 24 february 2021, the fss visited the customer site in order to investigate the circumstances involved in another complaint. The fss documented the following observations: "all reagents were as labeled and designated on machine. Retort a lls sensor crystals seemed fine and so did all of the bottles on the machine. Cleaned out a couple of bottles that had small remnants of paraffin in them and replaced a couple dirty reagents. Asked customer if she'd consider lowering 6-hr to 2-hr to see if it helps gi "brittle tissue" issue. She replied that she doesn't think it's the protocol because that is how they've always done it and they never got complaints before until about (B)(6). She said she believes it's specific to retort a. At this point I called tac to get an fse to investigate. Fse (B)(6) got onsite (B)(6). I spoke with him on (B)(6) 2021 and he said the retort temp. Was slightly off by about 5 degrees on one of the retorts. (B)(6) also told me as of 3/4/2021 that customer is still using retort a and the same protocol but that issue is now gone." The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from the "svmh 6hr xylene" protocol executed in retort a, which started in the evening of (B)(6) 2021. The tissue type of the affected samples was detailed as "gi bx". The size of the affected tissue samples was not provided. On 03 march 2021, the assigned leica field applications specialist-core histology received information that all cases involved in this event were diagnosable; and that re-biopsy has not been recommended or required.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: - based on the information provided, the tissue samples exhibiting sub-optimal tissue processing were derived from the "svmh 6hr xylene" protocol comprising 40 cassettes, which started in retort a at 16:51pm on (B)(6) 2021 and completed at 03:03am on (B)(6) 2021. - the "svmh 6hr xylene" protocol, which is of 5 hours and 57 minutes duration, has been validated for use in this laboratory since 01 october 2010. - the reagent in bottles 1 (formalin), 4 (flex), 8 (flex) and 7 (xylene) were used for the first time in the fixation, first dehydration, second dehydration and final clearing steps respectively of the "svmh 6hr xylene" protocol started in retort a at 16:51pm on (B)(6) 2021. There is no evidence of any use error(s) when replacing these reagents on 22 (B)(6) 2021. All other reagents had been used for at least one (1) previous processing run without reported incident. Investigation of this complaint found that the instrument functioned as designed during execution of the "svmh 6hr xylene" protocol started in retort a at 16:51pm on (B)(6) 2021, from which sub-optimal tissue processing was reported by the complainant. Information documented by the fss details that the sub-optimal tissue processing reported by the complainant was derived from the "svmh 6hr xylene" protocol and the tissue type of the affected samples was detailed as "gi bx". The size of the affected tissue samples was not provided. Section 8.2.1 of the leica peloris/peloris ii rapid tissue processor user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Although the specific diameter/maximum thickness of the tissue samples exhibiting sub-optimal processing was not specified, the information provided by the fss in association with the manufacturer recommendations detailed above indicate that the "svmh 6hr xylene" protocol with a duration of approximately 6 hours is not appropriate for "gi bx", which the complainant reported as "brittle and dry". The facts indicate that the root cause of the sub-optimal tissue processing reported by the complainant was use of a protocol of inappropriate duration for the type/size of the tissue samples being processed.